Event description:
A 35-yr-old female, esrd pt on hemodialysis via right subclavian catheter approx one hr and twenty-five mins into treatment during routine catheter care, air noted in arterial line. Then noted line had become disconnected from catheter arterial port. Blood aspirated from both ports of catheter. No air seen in venous line, pt placed in t-berg on left side and transported to hosp for observation. Discharged from hosp same day. No adverse sequelae. Catheter appeared intact following incident.